Event description:
The following allegation was reported to davol by the patient: the patient alleges that on (B)(6) 2012 she underwent a bilateral laparoscopic inguinal hernia repair with implant of two bard/davol 3dmax mesh. She alleges 2-3 days after the surgery she began experiencing burning and tingling in her eyes, nose, throat and mouth. She reported that she has a white coating on the roof of her mouth. The patient alleges that she has visited an allergist md and an ent md and they both did not find a cause of her ongoing symptoms. She stated that she was told that "something triggered an autoimmune response." She reports that she continues to have pain in both her legs and in the area of the patches. She stated some days the pain is so severe she cannot walk. She has been prescribed different medications such as lidocaine for her mouth and cortisone injections into her hips to help relieve some of her pain but it has not been effective. The patient reports that her surgeon stated he "could not find anything wrong."

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the alleged patient outcome. As reported the patient is experiencing an autoimmune response, and at this time the cause is unknown, as well as pain in the area of the mesh repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no evidence of a manufacturing related cause for the patient's alleged post operative experience. Should the patient report any additional information regarding her condition, a follow up MDR will be submitted. See MDR 1213643-2015-00171 for information related to the other 3d max mesh implant.